Manufacturer narrative:
The reported events of r-wave amp variation and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low r-wave amplitude and high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Event description:
Additional information received notes that there was right ventricular (rv) lead dislodgment.